Event description:
It was reported from the (B)(6) that a broken pin was discovered on the controller. The controller was exchanged and the patient changed to the backup controller with no ill effects. The controller will be send back to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
This device is used for treatment and not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Analysis of the device revealed that the device failed to meet specifications. Thorough external visual inspection of the devices revealed a broken pin on power source port 1, confirming the reported event. Functional testing revealed that (B)(4) was able to transmit an electrical signal and power the controller despite the broken pin. The confirmed malfunction is related to the reported event. There are no known clinical factors that could have contributed to this event. The most likely root cause is a forced improper connection or rough handling by the patient when connecting power sources to the controller. An internal investigation by the manufacturer has been opened to address the issue.